Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint photos and radiographs were evaluated and the reported event was not confirmed. Radiographs were provided and reviewed by a health care professional. Visual examination of the provided pictures identified the following: cement residue present on the medial posterior condyle. No other area of the implant showing signs of cement residue, possibly indicating that the cement did not adhere to the implant which then resulted in loosening. Review of the available radiographs identified the following: hardware appears intact. Subtle periprosthetic lucencies surrounding the femoral component at the level of the lateral femoral condyle. No other periprosthetic lucencies. Joint spacing appears normal. No osseous fracture. Small to moderate-sized suprapatellar joint effusion and mild edema within hoffa's fat pad. Surrounding soft tissues appear normal. Overall fit and alignment appears normal. Bone quality appears normal. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: femur cemented posterior stabilized; p/n: 42500605602, l/n: 62178567. Articular surface fixed bearing; p/n: 42521400110, l/n: 62296872. Tibia cemented;p/n: 42532006402, l/n: 63047871. Report source - foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00643, 0001822565-2019-03711. Product location is unknown.

Event description:
It was reported the patient had a revision procedure due to femoral loosening approximately three years post implantation. Subsequently, the patient experienced a fall two years prior to the revision and complained of severe pain and swelling. No additional patient consequences were reported.